Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the plunger had to be tapped after releasing the first seed in order to lower the second and subsequent seeds. The patient received all seeds as planned. The failings caused re-introductions of needles and sub-optimal control of implant geometry.

Manufacturer narrative:
A modified mick cartridge containing 15 seeds was returned for evaluation. The cartridge was loaded into a mick applicator, and all 15 seeds dispensed as expected with the plunger moving down after each seed was expelled. There was no flash on the end of the plunger. This complaint is confirmed, and the root cause is design-related. Even though the returned sample dispensed all 15 seeds without incident, the sticking plunger was able to be duplicated. There is no lot number associated with the referenced product code; therefore, the device history record could not be reviewed. The instructions for use states the following: "the mick 15b seed magazine is designed to fit into mick applicators by simply pushing it into the magazine receptor with a noticeable click.

Event description:
It was reported that the plunger had to be tapped after releasing the first seed in order to lower the second and subsequent seeds. The patient received all seeds as planned. The failings caused re-introductions of needles and sub-optimal control of implant geometry.